Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/29/2015. The fse stated there was a film coating on the inside of the hgb chamber. He also observed particles of the residue in the waste line, which prevented pinch valve vl107 from functioning properly. The fse resolved the issue by cleaning the hgb chamber and flushing the drain line. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that hemoglobin (hgb) values were incomplete and failing on a unicel dxh 800 coulter cellular analysis system during the daily check over three days. The customer's attempts at troubleshooting the issue were unsuccessful, and a service visit was requested. Erroneous patient results were not reported and there was no change or affect to patient treatment in connection with this event. This report documents the issue that took place on the date of event (b3). Refer to 1061932-2015-00285 for the report of the event that took place on (B)(6) 2015, and 1061932-2015-00292 for the event that took place on (B)(6) 2015.